Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a blank display and beep anomaly. The customer's blood glucose was 397 mg/dl at the time of incident. The customer stated that they already had a replacement battery cap. The customer stated that the insulin pump came back on. The customer does not recall any significant events leading to blank display. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.